Event description:
It was reported that intermittent occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. Customer changed infusion set and cartridge and resumed insulin. Tandem clinical support educated the customer to properly cycle the cartridge before use, and that the mobi cartridge is to be worn facing down when in use.